Event description:
Alleged deflation.

Event description:
Alleged deflation.

Event description:
Deflation resulting in explantation.

Manufacturer narrative:
Macroscopic and microscopic examination of the explanted device revealed outer shell tear due to damage during assembly causing outer lumen deflation. Updates made to sections b5, d4, d9, g3, g6, h2, h3, h6, h10.